Event description:
Customer called to report that the automatic mode syringe on the coulter lh750 hematology analyzer was dispensing diluent before piercing the tube, causing a leak/overflow. The field service engineer (fse) inspected the instrument and found that leak/overflow was due to the bellows not draining, which was causing the needle assembly bellows to overflow. The fse then replaced the needle assembly, which resolved the issue since its waste line (vl 57a) was partially clogged. Therefore, the root cause was a partially clogged line. The fse then verified instrument performance to ensure that the services performed effectively resolved the leak issue. Customer stated that no one was affected by or exposed to the leak.

Manufacturer narrative:
(B)(4).